Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 65 mg/dl and the cause was not known. During troubleshooting with tandem technical support (cts), the pump time was off by 1 hour. The customer had not changed the time during daylight savings. Cts assisted the customer with correcting the time.